Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio iq meter was reading inaccurately low compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue began on (B)(6) 2017 in the morning. The patient reported when he woke up he ¿threw up, felt nauseous, had fruity smelly urine, ketoacidosis and atrophy¿. The patient tested his blood and stated that he obtained a blood glucose result of 7.0mmol/l on the subject meter, which he compared to his feelings. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with insulin. The patient detailed that he took 10 units of novorapid insulin and walked to his neighbour¿s house where at 09:15 am he obtained a blood glucose result of 20.0 mmol/l on another meter (bayer contour). The patient reported that he then self-treated with another 10 units of novorapid insulin and reported that his ¿blood glucose stabilised some time after¿. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure. The test strips were stored correctly and had not expired. The patient did not have control solution to perform a test. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because although the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event prior to the alleged product issue beginning. It cannot be ruled out that the meter did not cause or contribute to the alleged event.